Event description:
At 14 days after the primary, the patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 february 2022. Lot 2102623: (B)(4) items manufactured and released on 05-july-2021. Expiration date: 2026-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by clinical affairs specialist. Few days after primary cementless tha a periprosthetic fracture occurs with no trauma reported. It is conceivable that during surgery, in particular during femoral preparation, the bone may have been weakened and a least-resistance area may have been created. This is a known possible adverse event following tha and there is no reason to suspect that it is due to a defect in the implanted device or in the preparing instruments.